Event description:
It was reported by a surgeon that a pt returned to him with pain in her groin region after a sling procedure. Initial investigations proved inconclusive, but after several weeks and with further complaints from the pt, the surgeon took the pt to the operating room. He found no sign of abscess, infection, or erosion, but decided to cut the tape at the midurethral point. When the pt was awake, she indicated that the pain seemed to have disappeared and she was released from the hospital. The surgeon will follow up with the pt in a few weeks, but has received no further complaints.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.